Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, the display showed "disconnect" alarm and the led flashed simultaneously. However, the alarm was not audible. The pt was manually ventilated and transferred to another ventilator. There were no reported serious or negative pt consequences.